Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2003 concurrently with cyst and previous mesh removal [which was implanted (B)(6) 1992] due to stress urinary incontinence and interstitial cystitis. It was reported that following insertion the patient experienced vaginal erosion, severe infections, chronic vaginal discharge, incontinence and pain. It was reported that the mesh was pushing through her skin and she had four surgeries because of continuous infection, pain and the abscesses: (B)(6) 2003: surgery due to adnexal mass and exposed pv sling; (B)(6) 2003: surgery due to leakage; (B)(6) 2005: incision and drainage of skin and subcutaneous tissue due to cellulitis and abscess; (B)(6) 2005: surgery due to cellulitis and abscess; (B)(6) 2009: laparoscopy removal and ovarian cyst; (B)(6) 2009: excision and debridement of wound due to groin abscess. It was reported that patient underwent removal of extruded mesh on (B)(6) 2009, due to mesh causing complications that caused pain, infection and abscesses in lower stomach. Dr. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient expired on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.